Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the emergency room in (B)(6) with no symptoms. Upon interrogation the atrial, right ventricular and left ventricular leads were noted to be dislodged which was confirmed on x-ray. The patient was suspected to have twiddler¿s syndrome. During the procedure the atrial and the right ventricular lead could not be extended and retracted. Guidewire could not be inserted down the left ventricular lead. All the three leads were explanted. The patient became dependent and the device was found to be in rf lockout. The device was explanted since the communication was slow. The patient was stable post procedure.